Event description:
It was reported that the compression released during a needle localization procedure. No injury reported. The system logs were reviewed by technical support and a field engineer was dispatched to the site. It was determined that the paddle was not being recognized by the system and the fast paddle assembly needed to be replaced. Once this was completed the system was working as intended.